Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer opted to reset the pump on their own and call back if issue continues.